Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl), 460 mg/dl, 500-599 mg/dl and 237 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he washed his hands before obtaining the last result of 237 mg/dl. Reporter stated that he took his normal 27 units of novolin insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.